Event description:
The customer reported that the grommet on the leak test fitting was damaged. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 27sep2019. Date of report: 30sep2019. The customer's biomed confirmed the reported test fitting issue. The customer's biomed reported that the leak test fitting has been replaced. The ventilator passed the performance verification test and is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the grommet on the leak test fitting was damaged. There was no patient involvement.